Event description:
It was reported by service report that the mattress retainer was broken with a sharp edge. The customer could not determined if there was pt involvement; however, no adverse consequences were reported.